Manufacturer narrative:
Corrected date: h6 (in error, type of investigation code ¿11¿ was listed on the initial report instead of ¿10¿). H10: per the additional information obtained from the customer, it is unknown if the reprocessing implemented was in line with IFU (instructions for use). The foreign material could have remained since the device had physical breakage. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to deformation located where the foreign material remained. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that due to a pinhole on the channel tube, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Adhesives around the light guide lens had a white-clouded area, adhesives around the objective lens had a white-clouded area, the glue around the objective lens was peeled, the image guide protector was damaged, switch one had a cut, the universal cord had a scratch, the plastic distal end cover had a scratch, the universal cord is sticky, the scope cover was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, due to the wear of the angle wire, the play of the upward/downward angulation control knob is out of the standard value, the suction connector was dirty due to water leakage, the connecting tube had a scratch and the grip had a scratch. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.

Event description:
The olympus distributor reported (on behalf of the customer) that after cleaning the evis lucera elite colonovideoscope, black water came out of the tip. The issue was found during reprocessing for a diagnostic procedure. There was no patient harm associated with the event.